Manufacturer narrative:
H.6. Investigation: one sample without the catheter and adapter was received by our quality team for evaluation. From the sample, it was observed that the safety mechanism device was not activated. The safety mechanism of the actual sample was activated and no safety mechanism failure was observed, therefore the team was not able to confirm the customer experience. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that cathena 22gx1.00in straight bc had a safety mechanism failure. The following information was provided by the initial reporter: safety mechanism on the cannula failed to deploy. Ed consultant was cannulating a child and on finishing the cannulation tried to deploy the safety mechanism which failed. 25-jan-21- there was no needlestick injury or exposure to blood. The only intervention was a need for a new IV access attempt which was completed successfully. Unknown lot number.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that cathena 22gx1.00in straight bc had a safety mechanism failure. The following information was provided by the initial reporter: safety mechanism on the cannula failed to deploy. Ed consultant was cannulating a child and on finishing the cannulation tried to deploy the safety mechanism which failed. (B)(6) 2021- there was no needlestick injury or exposure to blood. The only intervention was a need for a new IV access attempt which was completed successfully. Unknown lot number.